Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-apr-2026, a sales representative reported via email that an ar-1588rt-2j tightrope ii rt experienced a malfunction. After the button passed through the femoral tunnel, the tensioning mechanism failed, allowing the device to slide in both directions and preventing maintenance of the field loop. The issue was identified during a procedure performed on (B)(6) 2026. No patient harm was reported. Additional information was received on 22-apr-2026: no visible damage was observed on the device at the time the issue was identified. The affected device, ar-1588rt-2j, was removed and replaced with another device of the same part number. The procedure experienced an estimated delay of approximately 10-15 minutes. It is unknown whether additional anesthesia was administered to the patient. The procedure performed was an acl reconstruction with an anterior tibialis allograft.